Event description:
Healthcare professional reported they implanted a xen®45 gts into the unknown eye. 10 days post-op, patient experienced intraocular pressure of 44 mmhg. A 2nd xen®45 gts was implanted. Device remains implanted.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported they implanted a xen®45 gts into the unknown eye. 10 days post-op, patient experienced intraocular pressure of 44 mmhg. A 2nd xen®45 gts was implanted. Device remains implanted.